Manufacturer narrative:
(B)(4)

Event description:
It was reported that oversensing due to myopotentials were observed on the rv lead. Oversensing was reproduced by having the patient take deep breaths. Issue was resolved by disabling the lfa filter. No programming changes were made. Due to the patient's frequent gym visits and exercise needs, patient will be treadmill tested to see how the device will function on maximal exertion. Patient was stable.

Manufacturer narrative:
Manufacturer report 2938836-2016-12816, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).